Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was connected to a power source after being received however would not turn on. The pump was left on the charger but remained off. There was no patient involvement, as the pump was not being used on the patient at the time of the event.